Event description:
It was reported that the compressor circuit board had stains of water. There was no pt involvement. (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted when the investigation is completed.